Event description:
It was reported that a dog chewed through the patient line of a homechoice automated pd set with cassette. This occurred during dwell cycle one of peritoneal dialysis therapy. The home patient was connected at the time of the event. The caregiver stated that ¿the dog came into the room and chewed through the patient line.¿ the technical service representative (tsr) assisted the caregiver in ending therapy and advised the caregiver to contact the registered nurse regarding the incident. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver stated that the dog had chewed through the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room where pets or animals are. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.